Event description:
It was reported the patient had coupling and or communication issues. She had recharged successfully since she had the implantable neurostimulator implanted, but the week leading to her doctor visit, she could not get the ins to communicate. The doctor visit was on (B)(6) and she was having trouble a week before that. She was not able to turn off the ins with the patient programmer and after 30 - 40 min of her husband and her trying to turn it off, she finally did. She had not turned it on since, because she was afraid that she would not be able to turn the stimulation off if she needed to. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).